Event description:
Pt treated in hosp for hypoglycemia. Pt reports they have been on a low calorie diet and recently adjusted their basal rates. Pt is working with their physician to fine tune their therapy.